Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported having a "bad reaction" and experiencing a rash while wearing the adc freestyle libre sensor. Customer had contact with a doctor who informed the customer that the reaction was likely to worsen with continued use. Customer further reported "the rash last for several weeks after removal and is not improved with hydrocortisone cream. It is unknown if the hydrocortisone cream was provided or prescribed by the doctor. Based on the information provided, there was no report of serious injury associated with this event.